Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported that the pessary retrieval string pulled out while attempting to remove the device. Multiple attempts were made to follow up with the consumer, however, these contact attempts were unsuccessful. No consequences reported.